Event description:
It was reported that on (B)(6) 2024, a patient presented with grade 4 degenerative mitral regurgitation (mr) and friable leaflets for a mitraclip procedure. Two mitraclip xtw's were implanted successfully. The final mr was grade <1. There were no adverse patient effects or clinically significant delay. It was reported that on (B)(6) 2025, the patient was admitted for shortness of breath. During a transthoracic echocardiogram (tte) it was determined that an single leaflet device attachment (slda) occurred. It was unable to determine if both of the mitraclip xtw's were detached from the posterior leaflet. The mr was recurrent at grade 4. A transesophageal echocardiogram (tee) was performed and it was determined that the medial clip detached from the posterior leaflet and the lateral clip was still stable on both leaflets. On (B)(6) 2025, a surgical mitral valve repair was performed. Both clips were explanted.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda appears to be related to patient morphology/pathology due to friable leaflets. The reported patient effect of recurrent mr appears to be related to the slda. The dyspnea appears to be cascading effect of the recurrent mr. Mr and dyspnea are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization and surgical intervention were results of case specific circumstances as the patient returned to the hospital and a surgical mitral valve repair was performed. There is no indication of a product issue with respect to manufacture, design or labeling.